Event description:
The customer reported via phone call that there insulin pump would repeatedly shut off. The customer also reported a battery out limit alarm occurred after the first time the insulin pump shut off. Customer's blood glucose was 210 mg/dl. The customer also reported there was a crack on their insulin pump's screen. The customer stated their insulin pump has been dropped in the past. The customer reported their battery compartment was corroded. The customer was advised to disconnect from the insulin pump and revert to a bac-up plan while their insulin pump was being replaced. Customer will be returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored and no blank display was noted. All of the operating currents tested are within specification range. The insulin pump has cracked reservoir tube lip, minor scratches on the display window and cracked case near the display window corners noted during our visual inspection.